Event description:
The nurse was pushing the cosycot infant warmer (no pt) out of an elevator which was not aligned with the floor i.e. There was drop of 1cm. As the cosycot was pushed over the tip the "back right" leg cracked. As the leg cracked, the cosycot tilted and hit the side of the corridor wall outside of the elevator, breaking the heater head and the bassinet side panels.

Manufacturer narrative:
The leg crack was most likely due to overloading. A corrective action is under way to inform users of a revised maximum weight for the cosycot infant warmer. This corrective action has been notified to the district office under the above reporting number. We consider this pcr (product complaint report) to be closed.